Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, and a temporary transition of modality to hd. The pdrn attributed causality to the patient¿s ¿blue pin¿ falling onto the ground, after which the patient reinserted the pin and completed pd therapy. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, pseudomonas is found in soil, moist areas (e.g., showers, bathrooms, sinks), and is part of the normal human biota. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No further details were provided in the initial reporting. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) /2023 with complaints of abdominal pain, drain complications, and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and was determined to be functioning appropriately. A peritoneal effluent fluid culture and cell count (wbc = 29,050 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ip ceftazidime 1500 mg daily for 21 days. However, on 11/nov/2023 the patient¿s preliminary culture results returned positive for pseudomonas aeruginosa, and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously putting in a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s antibiotic regimen was transitioned to intravenous (IV) administration and the antibiotic course was continued. The patient tolerated the transition to hd without issue and was discharged in stable condition on 15/nov/2023. The pdrn attributed causality to the patient picking up and using a ¿blue pin¿ which had fallen on the floor. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s). The patient has recovered from the events and is continuing to undergo incenter hd.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. During the product history review, a non-conformance was found for one of the lot numbers which is related to the failure mode as alleged in the complaint. The non-conformance found was against the patient end connector (trigger), since a pushed blue button was found. Once the blue button is pushed down, the blue pin is released and there is a potential for it to fall out. However, the device history records (DHR) review confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. User error was selected as an additional failure mode due to the reported incident being caused by the user. As the blue button of the trigger connector was pushed in, the event was confirmed based on the non-conformance found during the device history record (DHR) review.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No further details were provided in the initial reporting. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications, and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and was determined to be functioning appropriately. A peritoneal effluent fluid culture and cell count (wbc = 29,050 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ip ceftazidime 1500 mg daily for 21 days. However, on (B)(6) 2023 the patient¿s preliminary culture results returned positive for pseudomonas aeruginosa, and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously putting in a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s antibiotic regimen was transitioned to intravenous (IV) administration and the antibiotic course was continued. The patient tolerated the transition to hd without issue and was discharged in stable condition on (B)(6) 2023. The pdrn attributed causality to the patient picking up and using a ¿blue pin¿ which had fallen on the floor. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s). The patient has recovered from the events and is continuing to undergo incenter hd.